Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 23 mg/dl at the time of incident. The customer was admitted to hospital on (B)(6) 2021. The customer was admitted to hospital due to low blood glucose. The customer treated low blood glucose with food. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device. Correction: customer reported having a low of 23mg/dl and being treated by emergency medical service and hospitalized on the evening of (B)(6) 2021. Customer was treated with food, intravenous sugar water, and glucagon. Customer also mentioned a high blood glucose on day of call on (B)(6) 2021 that she treated with the pump. Please see (B)(4) for the high blood glucose event. Pump was used at the time of the low. It is unknown if sensor was used. Pump does not have auto mode feature.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.